Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient experienced excessive levels of cobalt and chromium in the system. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (left hip). Patient is a resident of (B)(6). Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2013 - ppd and medical. Records received. After review of the medical records the revision operative note indicates the stem was loose. All implants were removed for suspected infection and spacers were placed. The patient was reimplanted on (B)(6) 2010 after cultures came back negative for infection. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.